Manufacturer narrative:
Visual inspection performed by r&d project manager: the screw exhibits a fracture located just below the head, at the transition area between the head and the threaded shaft. This region is known to experience high stress concentration during physiological loading. The fracture morphology and location are consistent with a fatigue failure mechanism. It is likely that the screw was subjected to repeated cyclic loading over time, which progressively initiated and propagated a fatigue crack until complete separation occurred. Such cyclic stresses can be exacerbated in cases where spinal fusion is delayed or incomplete. Conclusion: the screw breakages were most likely due to a lack of bone fusion, which resulted in excessive mechanical loading on the implants. While the exact root cause cannot be definitively confirmed, the investigation found no evidence of manufacturing defects or systemic issues related to the device.

Manufacturer narrative:
Batch review performed on 26 august 2025. Lot 2325036: (B)(4) items manufactured and released on 06-jul-2023. Expiration date: 13-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Primary surgery was performed on (B)(6) 2024. Pps, at t11-l3. When the patient was in the hospital in (B)(6) 2025, one pedicle screw in l3 (unknown which side) was observed to be broken, but no additional/revision surgery was performed. After bone fusion was confirmed, additional surgery was performed on (B)(6) 2025 to remove all implants, including the broken screw. The screw had broken off at the base of the screw head. Bone quality: normal.